Event description:
Pt was revised to address femoral and tibial loosening at the cement/bone interface; however, cement manufacturer is unk. Osteolsysis was also found.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database for the reported tibial insert component did not show any other reports against the manufacturing lot. The manufacturer of the cement product is unk. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.